Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump did not have a button error alarm. However, intermittent button response noted due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.